Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was connected during the manual prime and may have inadvertently delivered 80 units of insulin into her body. The customer's blood glucose reading was 154 mg/dl at the time of the report. The customer's daughter called paramedics for assistance. The customer was advised to always be disconnected during priming. When paramedics arrived at the scene, the phone call was disconnected. Nothing further was reported.